Event description:
The customer obtained imprecise vitros phbr quality control results while using the vitros 5,1 fs chemistry system. The following vitros phbr results were obtained from the vitros tdm pv control fluids: tdm pv I (expected value = 10.73 mg/ml): 6.90, 7.13, < 3.0, 3.40, 3.48. Tdm pv ii (expected value = 27.75 mg/ml): 21.31, 21.98, 10.89, 16.79, 20.65. Tdm pv iii (expected value = 61.14 mg/ml): 40.99, 39.71, 32.73, 36.29. In addition, precision tests were performed using an alternate vitros phbr reagent lot. Values of 34.30 and 33.70 mg/ml were obtained from the vitros tdm pv ii fluid versus the expected value of 27.56 mg/ml, and values of 72.80 and 74.30 mg/ml were obtained from the vitros tdm pv iii fluid versus the expected value of 59.54 mg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained while using the vitros 5,1 fs chemistry system. The imprecision was observed across three different vitros phbr reagent lots. In addition, multiple vitros immunorate assays were affected. Based on these observations, the investigation concludes that the root cause of this event is most likely instrument related. Service actions were performed, however acceptable performance of the vitros 5,1 fs chemistry system has not yet been verified. The investigation is ongoing.